Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this overheating of an insert tip resulted in a serious injury. Therefore it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that while a customer was using a cavitron g16 scaler, the unit was getting warm and was causing the handpiece and insert tio to get hot.